Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50x20mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure. However, returned device analysis revealed stent damaged.